Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that the insulin pump's act button was unresponsive. Customer's blood glucose level was 559 mg/dl. The customer corrected her blood glucose level with a bolus using the insulin pump. Customer was advised to discontinue use of the device and revert to backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump had unresponsive buttons due to an unlocked lcd keypad connector. Unable to perform the operating currents, self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery or displacement tests due to the unresponsive buttons. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners, a cracked belt clip slot and a broken reservoir tube lip.